Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s), the valve was partially deployed and recaptured. During the recapture (2/3) the deployment knob of the dcs broke into two parts. The valve was at the position of the native annulus, so the valve was moved out of the aortic position. The handle was clipped together, and the valve was fully recaptured without injury. The valve was then deployed, and the procedure was completed without any further issues. No adverse patient effects were reported. It was noted that the loader of the valve was experienced. No unusual tension was felt in the system and the handle was not overdriven at any point in the procedure. No damage or marks were noted on the deployment knob and the tabs of the deployment knob were not broken.